Manufacturer narrative:
G4:09mar2021. B4:10mar2021. The customer reports that replacing the touchscreen corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25nov2020.

Event description:
It was reported to philips after calibration nothing happens, and the screen is frozen. The biomed indicated during preventive maintenance (pm) the touchscreen would not respond. The biomed attempted the touchscreen calibration and when the big box to exit was pressed, the unit would not respond. The remote service engineer (rse) advised the biomed to replace the touchscreen. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.